Manufacturer narrative:
The investigation is currently ongoing.

Event description:
It was reported the physician implanted a 25mm gore® helex® septal occluder to close an atrial septal defect. The static defect measurement was approximately 8mm, and the defect was balloon sized to approximately 12mm. The day following implant, imaging showed that part of the left disc had prolapsed into the right atrium and residual shunt was noted. The device was removed with a snare, and the patient was doing well following the procedure. The physician noted the patient¿s heart was too small for an amplatzer device, and the decision was made to wait until the patient grows more before attempting another device closure.

Manufacturer narrative:
A review of the manufacturing records verified this lot met all pre-release specifications.fluoroscopic and transesophageal echocardiographic images were returned for review. On the day of implant, transesophageal echocardiography revealed an anterior superior defect with a small posterior defect next to it on the atrial septum. Stop flow measurements of the anterior superior defect were at 1.07cm to 1.11cm. The total atrial septal length was measured at 2.77cm. Following implant of a 25mm gore helex septal occluder, imaging demonstrated optimal positioning of the device over the two defects. The following day, transthoracic echocardiography revealed a large residual shunt near the anterior inferior rim. The inferior portion of the occluder was displaced into the right atrium. The device was removed. The defect was re-sized with a sizing balloon and measured to 17.45mm. Due to the patient¿s septal length not being adequate to accommodate a larger device, the decision was made to wait for the patient to grow more before reattempting device closure. (B)(4).